Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd microtainer® sst¿ tubes customer had noticed a black appearance with a foul smell after centrifiguration. Patient 3 of 4. The following information was provided by the initial reporter. The customer stated: I have noticed a few blood samples have returned almost black in appearance with a foul smell and when the blood is centrifuged there is no serum. I have performed delayed processing experiments to assess the bloods stability in the sst microtainers to stimulate shipping of up to 7 days and I haven't seen this before.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 3 photos were provided for investigation. From the photos provided the presence of barrier gel was observed. The blood appeared to be clotted as expected, and gel was present in each tube. Serum was not observed. Fifty (50) retention samples were evaluated for barrier gel characteristics and presence of additive with acceptable results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints for sample quality were not under statistical control for the month of september 2023. However, bd does not have stability data or claims for testing 2-7 days after collection. Current clsi guidelines recommend that serum or plasma be physically separated from contact with cells as soon as possible, with a maximum time limit of two hours from the time of collection. This complaint has been confirmed for poor barrier separation and poor serum. Per information provided by the customer, blood samples had been received in a degraded state ("black in appearance with a foul smell"). It was also stated that processing times exceeded two (2) days and that tubes are stored at room temperature. Therefore, these pre-analytical factors can be considered as the cause for the reported condition. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. The following fields have been corrected: b5: report 3 of 4. It was reported when using the bd microtainer® sst¿ tubes the blood samples did not separate properly and the serum was black with a foul smell. No patient impact reported.

Event description:
Report 3 of 4. It was reported when using the bd microtainer® sst¿ tubes the blood samples did not separate properly and the serum was black with a foul smell. No patient impact reported.